Manufacturer narrative:
As the lot number for the device was not provided, a manufacturing review could not be performed. The sample was not returned to the manufacturer for inspection/evaluation; however medical records were provided and reviewed. Therefore, the investigation of the reported malfunction is confirmed for filter limb detachment, perforation and filter tilt. Based upon the available information, the definitive root cause for this event is unknown. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicates that model unknown filter vena cava filter allegedly perforated, struts detached and tilted. The information was received from a single source. One patient was involved with no reported patient injury. The male patient is 71 years old. Weight of the patient was not provided.